Event description:
It was reported that the left ventricular (lv) lead had increased thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 6947 implantable tachy lead: 2011-(B)(6), 5076 implantable pacing lead 2011-(B)(6). (B)(4).